Event description:
Vent was alarming "loss of external power" inspected unit's log and verified message multiple times. Found power cord had an internal break causing the reported problem. Unit only has 224 hours of total use for power cord to develop an internal break. Called hamilton medical and returned faulty power cord on RMA 29008cj. Issued us a new power cord.